Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) had the pump too high. A surgical procedure was performed, during which the pump was replaced in a lower spot with a longer tubing. The physician felt that the pump was initially a little high. There were no patient complications reported.